Manufacturer narrative:
The field service engineer (fse) performed system check and the washed portion of system check failed with an elevated percent coefficient of variation (%cv) of 85%. The fse replaced the peristaltic pump tubing, aspirate probes, and repeated system check which passed within instrument specifications with a washed portion %cv of 3.21%. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. The assay quality control (qc) data was dated from (B)(6) 2013. Qc recovery was within the laboratory's established ranges on the date of the event. Upon review of the customer-supplied data, it was noted the customer was analyzing patient samples using expired calibration curve for multiple assays; however, as qc is analyzed daily to verify the performance of the assay and recovery has been within the laboratory's established ranges, the assay performance is acceptable. Routine system check, performed on (B)(6) 2013, passed within instrument specifications. System check, performed on (B)(6) 2013 following the erroneous results, failed the washed portion. The patient samples were collected in 5.0 ml, 13x100 mm serum separation tubes (sst¿) and centrifuged at 3,500 rpm (rotations per minute) for five minutes, at room temperature. The samples were normal in appearance and stored between 4-10ºc. In addition, the customer stated seven patients were scheduled to visit the oncologists and three patients were to have new sample collection for tumor marker reanalyses. There has been no additional information received. All affected patients' samples were reanalyzed during the work week. This medwatch report is related to MDR 2122870-2013-00513.

Event description:
The affiliate reported the customer alleged erroneously elevated tumor marker alpha-fetoprotein (afp), br monitor (ca 15-3 antigen), ov monitor (ca 125 antigen), carcinoembryonic antigen (cea2), and gi (gastrointestinal) monitor (ca 19-9) results, for 101 patients, involving the unicel dxi 800 access immunoassay system. The erroneous results were released out of the laboratory and questioned by clinicians. One patient underwent a computed tomography (CT) scan based on the erroneous result. It is unknown if the patient received any additional treatment. There has been no report of current patient outcome to date. All affected patient samples were reanalyzed on the same instrument following system service and produced results either within the normal reference range or within the same clinical category but outside of the precision claims of the assay. Amended reports were issued to the oncologists. System parameters, including quality control (qc) and system checks, were performing within the assay and instrument specifications prior to the erroneous results. A beckman coulter field service engineer (fse) assessed the instrument at the facility. This is report two of two referencing the patient with treatment.